Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No pt complications were reported by the hospital. This report is for the third seal that cracked and a side biter was used for the completion of this procedure.